Manufacturer narrative:
H6: investigation summary the customer reported the tubing was leaking and returned the used sample. The sample was clearly separated at the outlet of the filter and the complaint is verified. Under the microscope, it was apparent that the short piece of the filter that the tubing fits onto was broken off the tubing, and stayed attached to the inside of the tubing. There appeared to be sufficient solvent on the tubing. The root cause is a fracture of the filter-tubing attachment piece. What caused the fracture is unknown. No other failure modes were observed. A device history record review could not be performed on model 2432-0007 because a valid lot number was not provided by the customer. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the as lvp 20d 3ss 0.2m cv leaked from near the IV tubing filter and onto the patient's bed. The following information was provided by the initial reporter: "rn walked into patient room at 0500 for cares and found the bed soaked near the filter on the IV tubing. The pump was then stopped, the tubing was clamped near the patient and this nurse called another nurse into the room and the charge nurse to investigate the leak. We changed the tubing, the intermittent cap and changed to a new bag of IV fluids and the practioner was notified".

Manufacturer narrative:
Date of birth: unknown. The patient¿s age was used to determine a placeholder date for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the as lvp 20d 3ss 0.2m cv leaked from near the IV tubing filter and onto the patient's bed. The following information was provided by the initial reporter: "rn walked into patient room at 0500 for cares and found the bed soaked near the filter on the IV tubing. The pump was then stopped, the tubing was clamped near the patient and this nurse called another nurse into the room and the charge nurse to investigate the leak. We changed the tubing, the intermittent cap and changed to a new bag of IV fluids and the practioner was notified."